Manufacturer narrative:
Additional information for this event is not available. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device image was cutting in and out. There is no reported harm to any patient.

Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since the device is not returned nor has the customer provided additional information after the initial report, it cannot be confirmed whether flickering and image absence are for endoscopic images or for the whole monitor output. The device is more than 11 years old, and possibly the function to carry out the stable image transmission is hampered by the deterioration of the connector between the scope and the processor by the repeated use for a long period of time. It is inferred that the electronic component of the video board around the output connector deteriorated over time, resulting in an event that it became impossible to perform a stable monitor output.